Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that a screw head had fractured during a procedure. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The product was returned for investigation and the reported event could be confirmed. The investigation shows that the screw broke as a result of too high torsional forces in forced rupture mode during the insertion. The fracture surface shows the typical flow structures of a ductile torsional breakage. The root cause of the failure could have been a too small diameter or a too low deepness of the pilot hole. Furthermore in the related risk management file these possible root causes were stated: - wrong pilot hole - screw interface due to wrong hole diameter/ tapped hole - incorrectly selected/ assembled implant/ instrument - insufficient/too high bone quality - wrong/ missing information - implant/instrument mix-up - improper implant placement - too much/ wrong forces between blade, screw and bone (e.g. Screw head deformation, screw breakage) - usage of self-tapping screw without pilot hole/ bone screw without tapping - power tool usage for screw insertion (except qdm) - too much/ wrong compression/ torsional/ axial forces - bone quality resulting in high torque - predrilled hole not deep enough (e.g.wrong choice of instrument/implant, system mixup, poorly assembled/used instrument) - powered screw insertion with right angled screwdriver. Based on the evaluation no indications for any design, material or manufacturing related problems were found in this investigation. Therefore no corrective and/or preventive actions are deemed necessary at that time.

Event description:
It was reported by a company representative that a screw head had fractured during a procedure. No delay, no medical intervention and no adverse consequences were reported with this event.